Event description:
Same case as MFR#: 2134265-2011-02713. It was reported that during a percutaneous coronary intervention procedure, foreign matter was found on the device. Vascular access was obtained via the right femoral artery with a 4 french 10cm sheath which was exchanged for a 6 french 10cm. The 70% stenosed target lesion was located in the moderately calcified and tortuous mid lad. A forte wire was used to cross the lesion. A cls 3.5 guiding catheter was used to intubate the vessel. A 2.75 x 23 promus rx drug-eluting stent was placed across the lesion and deployed at a maximum inflation pressure of 6atm. Balloon angioplasty was performed using a delivery balloon with 1 inflation and a maximum inflation pressure of 12atm. Another balloon angioplasty was performed using a nc quantum apex rx 3.5 x 6 balloon with 5 inflations and a maximum inflation pressure of 18atm. Following the stenting procedure for lesion one, the 70% stenosed target lesion was located in the moderately calcified and tortuous first diagonal. A forte wire was used to cross the lesion. Balloon angioplasty was performed using a 2.5 x 15 apex rx balloon, with 6 inflations and a maximum inflation pressure of 8atm. A ¿kissing balloon¿ technique was employed with simultaneous inflation of a second balloon in the left anterior descending. After the procedure, the physician noticed a form of material on the tip of one forte guide wire and notes that the tips of both forte guide wires seemed to have a different color. Following the procedure there was a 0% residual stenosis. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: one device was returned to external manufacturer for product analysis. As received, the specimen presents an overall length of 185.15cm, a coil length of 30.40cm, a ptfe coated wire shaft diameter of .01305¿ to .01310¿ and a finished coil diameter of .01380¿ to .01385¿. The placement and lengths of the depth marker bands on the wire shaft appeared to be correct. The specimen presents a loose 1.35mm long .0187¿ diameter fragment of green ptfe located 3.85cm from the distal tip, and relatively large regions of ptfe coating removal located 110.35 to 112.7cm and 126.6 to 128.5cm from the distal tip; these regions of coating removal also present spiral scrapes in the underlying metal core wire surface. The distal-most region also presents a 4.8mm long and a 1.5mm long "sleeved" portion of ptfe coating that is still firmly attached to either end of the coating damage located 110.35 to 112.7cm from the distal tip. The specimen presents numerous bends/kinks of varying severity scattered over the length of the device. The specimen also presents apparent organic residue between the coil wraps, consistent with the clinical use. No other damage or inconsistencies are noted to the specimen. All joints appear to be correct and intact by visual examination and by non-destructive testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02713. It was reported that during a percutaneous coronary intervention procedure, foreign matter was found on the device. Vascular access was obtained via the right femoral artery with a 4 french 10cm sheath which was exchanged for a 6 french 10cm. The 70% stenosed target lesion was located in the moderately calcified and tortuous mid lad. A forte wire was used to cross the lesion. A cls 3.5 guiding catheter was used to intubate the vessel. A 2.75 x 23 promus rx drug-eluting stent was placed across the lesion and deployed at a maximum inflation pressure of 6atm. Balloon angioplasty was performed using a delivery balloon with 1 inflation and a maximum inflation pressure of 12atm. Another balloon angioplasty was performed using a nc quantum apex rx 3.5 x 6 balloon with 5 inflations and a maximum inflation pressure of 18atm. Following the stenting procedure for lesion one, the 70% stenosed target lesion was located in the moderately calcified and tortuous first diagonal. A forte wire was used to cross the lesion. Balloon angioplasty was performed using a 2.5 x 15 apex rx balloon, with 6 inflations and a maximum inflation pressure of 8atm. A 'kissing balloon' technique was employed with simultaneous inflation of a second balloon in the left anterior descending. After the procedure, the physician noticed a form of material on the tip of one forte guide wire and notes that the tips of both forte guide wires seemed to have a different color. Following the procedure there was a 0% residual stenosis. No patient complications were reported and the patient's status is good.